Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that the light guide lens of the loaner evis lucera duodenovidecope was dirty. An evaluation of the returned loaner device revealed that inside of the light guide lens had discoloration. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no complaint from the facility and no patient involvement.

Manufacturer narrative:
The device was returned and evaluated. It was found that the light guide lens was chipped. There were few additional findings. The bending angle in the upward direction and the play of the up/down knob did not meet the standard value. The adhesive on the bending section cover had a chip, a crack, and a scratch. The connecting tube had a dent and a scratch. The plastic distal end cover had a scratch, and the adhesive around the light guide lens was peeled. Also, the following parts had scratches: the suction connector, the protector of the universal cord on the suction connector side and the control section side, the universal cord, the image guide protector, the grip, the suction cover, the switch box, the lock engagement lever, the up/down and right/left knobs, and the control unit. The control unit also had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.